Event description:
It was reported that the autoclavable camera head had not properly fitting headband and therefore no image was displayed. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.